Event description:
During a procedure, a pulsavac intramedullary brush tip came apart. (Brush tip removed from stem body). The brush was on the sterile field and the surgeon tested to see if it separated prior to using it on the patient.